Manufacturer narrative:
The investigation for the reported event has been completed. No product was returned for investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient encountered sepsis and infection during impella cp support. The bipella patient remained on cp support after rp was removed. During cp support, the doctor suspected sepsis and a few days later patient was confirmed to have sepsis. It was noted that the blood cultures revealed that they found patient to have sever candidiasis fungal infection. The medical team decided to withdraw care and the patient expired.